Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was observed behind the display lens. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a battery compartment leak, and evidence of moisture ingress behind the display lens. This report is made based on results of investigation completed on 11/07/2014.